Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller did not know the blood glucose reading. No significant events leading to the keypad issues were observed. The customer stated that the down button did not work. She also reported that the insulin pump had a cracked display screen. The customer stated that there were 2 tiny cracks on the screen, as well as one running from the screen along the side of the insulin pump. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked display window, broken belt clip slot and cracked battery tube threads.